Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A cine was returned and reviewed by an abbott clinical specialist. The reviewer concluded that the media reviewed only confirmed the stent dislodged, but did not offer sufficient information to make a definitive statement as to why is dislodged. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. In this case, it appears the IFU deviation related to reinserting the stent delivery system contributed to the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult bend in the anatomy causing the reported failure to advance. The device was then removed, a non-abbott guide extension catheter was placed, and the device was re-inserted into the anatomy (against instructions for use). The device was still unable to pass the difficult bend in the anatomy and during removal interacted with the non-abbott guide extension catheter causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 75% stenosed, mildly calcified lesion in the mildly tortuous mid right coronary artery. The vessel had a difficult bend. Pre-dilatation was performed with a 2.5x12 mm trek balloon dilatation catheter (bdc) and the balloon crossed the lesion easily. The 4.0x15 mm xience sierra stent delivery system (sds) was unable to pass the bend in the vessel. The sds was removed and a non-abbott guide extension catheter was advanced to help the sds cross the lesion, but the sds was still unable to cross the bend. During removal of the sds from the guide extension catheter, there was resistance noted. When the sds and guide extension catheter were removed, it was noted that the stent had dislodged inside the guide extension catheter. The procedure was completed with a new 3.0x12 mm trek bdc for pre-dilatation as well as a 3.5x15 mm xience sierra stent. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.